Manufacturer narrative:
(B)(4). Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the revision procedure, the implant screw fractured in the patient while the surgeon was attempting to remove it. The surgeon had to do further intervention to remove the screw.

Manufacturer narrative:
Concomitant medical products: natural tibia trabecular metal two-peg porous fixed bearing # 42530007101 lot # 62385554, articular surface fixed bearing # 42511400810 lot # 62497799, all poly patella # 42540000038 lot # 62435813, femur cemented posterior stabilized (ps) narrow # 42500007001 lot # 62372810, palacos r # 00111214001 lot # 77114385. Complaint was confirmed based on operative notes. Review of medical records indicate that, when the surgeon attempted to remove the screw with a screw driver, it broke requiring the use of a broken screw removal set to remove it. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.